Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR: after an implantation period of approx. 51 months high pacing threshold measurements were reported. A revision procedure was performed, where the lead was surgically abandoned and replaced, but not returned to biotronik. No adverse patient side effects have been reported.